Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. There is relationship of the device to the reported issue. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. The complaint has aged beyond 90 days and no parts have been returned for evaluation, therefore a device evaluation cannot be performed and the investigation results are not available for a customer response. If the customer contacts phillips for further information or the device is received for investigation, the complaint will be re-opened and investigated.

Event description:
Customer reports error code 8004, insufficient blower current, and that the circuit feels warm. No patient harm reported.